Event description:
It was reported that the customer received a no delivery alarm and a motor error alarm. The customer's blood glucose level was 261 mg/dl. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to loose drive support disk. Motor passed motor test. No excessive delivery alarm noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, and cracked battery tube threads.